Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer dropped the pump in melted chocolate and the pump usb port was damaged as a result. Subsequently the pump could not be charged, as melted chocolate was stuck in the usb port, preventing the charging cable from being inserted. In addition, an altitude alarm as occurred after the pump was submerged in chocolate. Customer¿s blood glucose level was between 63-132 mg/dl. The customer reverted to an alternate method of insulin therapy.